Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-00117, 1627487-2020-00253, 1627487-2020-00255, 1627487-2020-00257. It was reported the patient was hospitalized and was treated with antibiotics. Post discharge the physician confirmed no visible signs of infection. Patient wishes to explant the system so surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of explant is unknown.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted on an unknown date. No further information is available at this time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient and event information.